Manufacturer narrative:
This event will be updated once the investigation is complete. Trends will be evaluated.

Event description:
Allegedly, items listed above removed and revised to a fracture of the pha01222.